Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery problem when placed on the charger / won't charge) has been confirmed. As received, the battery would not charge or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted form the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt contact zoll customer support to report that the charger indicated a 'charger problem' with battery pack sn (B)(4). The battery pack would not charge. The pt was issued a replacement battery pack.